Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823111) was returned for evaluation. Device history record (DHR) - the product code 82-3111 with lot 4323031, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects were noted. It was observed that the distal catheter was slightly out of line. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux and pressure. Root cause analysis - no root cause could be determined for the issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. At the time of investigation, no functional issues were noted with the valve. No root cause could be determined for the issue reported by the customer as seen in the investigation this does not have an impact on the functioning of the device, this is a cosmetic issue without impact.

Event description:
N/a.

Event description:
A facility reported a hakim valve (ID 823111) was not draining properly. The patient was disoriented and unable to walk; therefore, the valve was explanted and replaced with a competitors valve. When surgeon explanted it appeared to be bent.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.